Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date : na. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -09.00/+1.5/069 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2020. The lens was reported as having lens rotation not associated to a low vault. The patient complained of blurred vision. The lens was repositioned on (B)(6) 2021 but the problem was not resolved. The plan is to explant the lens but to date the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was replaced with another icl lens (spherical) and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
H6 - lens returned in liquid in a vial. Visual inspection found no visible damage to the lens. (B)(4).